Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The analyzer passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not functioning properly. It was noted that it was used in two different programmers and the issue remained. The analyzer was returned for service. No patient complications have been reported as a result of this event.